Manufacturer narrative:
Corrected information. This event was reported in medwatch report manufacturers investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. No alarms could be confirmed as no log files were submitted for review. Bleeding, right heart failure, renal failure, hemolysis, and device thrombosis are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. This section also provides information regarding right heart failure. The hmii IFU details that some patients suddenly develop right ventricular failure during or shortly after pump implantation. The onset of right ventricular dysfunction in patients is often accompanied by the inability of the left ventricular assist device to fill, and drastically reduced flow rates. Treatment for patients in right heart failure typically consists of inotropes to augment right ventricular contractility, fluid management, hyperventilation, and pharmacologic modulation of pulmonary vascular resistance. As a last resort, a right ventricular assist device may be employed. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii IFU also contains an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hmii patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 10 months, 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Patient was admitted (B)(6) 2019 due to worsening dyspnea. Patient stated he had been taking his asa, ticagrelor and apixaban as prescribed. Additionally, he complained of severe pain in abdomen, radiating to his back. Patient reported a poor appetite and frequent vomiting. He noted some recent vad alarms at home, however he could not recall what they were. The patient denied any dark urine, headache, fever, chills, mucous production or chest pain at the time of admission. Patient admitted to the hospital as a dnr IV and hospice was re-consulted. During hospitalization, patient was found to be severely anemic, had an elevated ldh and worsening renal failure; presumably from pump thrombosis. The patient received a total of 2 units of prbcs over hospital course and was given IV bumetanide and diuril for volume overload. Patient agreed to return home with hospice. Given renal function and significant anemia, ticagrelor and apixaban were discontinued. Lorazepam and hydromorphone for comfort. Customer was notified on (B)(6) 2019 by patient¿s hospice company that the patient passed away at home on (B)(6) 2019. No other alarms, malfunctions, or adverse events were noted. The cause of death was stated to be right heart failure. No autopsy would be performed, so the pump would not be explanted and returned.